Event description:
It was reported via literature that hematuria occurred. A multi year, observational based cohort study was completed to investigate esophageal safety during post procedural esophagogastroduodenoscopy (egd) and follow up after pulse field ablation (pfa) guided left atrium posterior wall isolation (lapwi) in patients with atrial fibrillation (af). Procedure summary one hundred and six (106) patients underwent pulse field ablation procedures using the faradrive sheath with the farawave catheter. Lapwi was conducted with at least two (2) applications of ablation at each site with adequate overlap of 30 to 50 percent between catheter positions and pfa target sites. The left atrium posterior wall was targeted using a box lesion set, extending from the roof line to the inferior line connecting the inferior pulmonary veins. The number of pfa applications was individualized based on anatomical considerations to achieve complete lesion formation. During ablation, the pfa catheter was visualized in the electro anatomical mapping system via impedance tracking (non navigated). Procedure related complications were monitored, and esophagogastroduodenoscopy (egd) was performed routinely by standard endoscopy procedure and co2 insufflation for luminal inflation and consecutive inspection in all patients without discontinuation of oral anticoagulation and under propofol sedation. Procedural complications of the 106 patients included in the study, one (1) patient experienced macrohematuria which resolved via unspecified conservative treatment. No further information on the status of the patients is available.

Manufacturer narrative:
Gunawardene, m. Et al. Esophageal endoscopic findings after pulmonary vein and posterior wall isolation using pulsed field ablation: results from the eso pfa study, ep europace, volume 27, issue 8, august 2025, euaf133, https://doi.org/10.1093/europace/euaf133. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the patient adverse event was reported via a literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.